Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained ventricular oversensing due to undersensed premature ventricular contraction was observed. No programming changes were suggested as there were no good options. There were no patient consequences.

Event description:
New information received notes that non-sustained rv oversensing due to undersensing on the discrimination channel was observed via remote transmission. There were concerns of inhibition of appropriate high voltage therapy. Programming changes were made. The patient was stable.

Event description:
New information received notes that the event was resolved.